Event description:
During a standard treatment, an electrical dental handpiece got hot and burned the lower lip of pt. Dentist stated that it was a very small burn. They put some sort of gel on the lip, no further medical care was necessary.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the lower lip of pt. Dentist stated that it was a very small burn. They put some sort of gel on the lip, no further med care was necessary. The analysis of the product did show that the head had a dent which caused the backup button to stick in. This caused some components to interfere which caused the head to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).